Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter (px slim). During the procedure, while inserting a px slim into a non-penumbra diagnostic catheter, the physician experienced resistance and the px slim would not advance. Upon looking under fluoroscopy, it was noticed that the px slim was fractured in two parts inside the diagnostic catheter. Therefore, the diagnostic catheter containing the fractured px slim tip was removed. The procedure was completed using a new catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pxslim was fractured approximately 78.5 cm from the hub. Conclusions: evaluation of the returned pxslim confirmed that the catheter was fractured. If the device was forcefully advanced against resistance while the proximal portion is outside patient anatomy, the catheter may become fractured. The non-penumbra sheath was not returned for evaluation; therefore, the root cause of this resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.